Event description:
Additional information was received. A catheter blockage was reported. Patient reported hcp did a dye study last week thursday ((B)(6) 2013). He reported hcp put dye in twice in order to see. Patient noted that from the conversation from the rep and hcp, they didn¿t know what to do about it. Patient reported no refill has been done since (B)(6) 2012; not getting any relief since (B)(6) 2012. He did not know if medication was in the pump or not. Patient also reported that the first 3-4 months after the pump was initially placed, he had relief but nothing since. Since friday ((B)(6)) last week he had withdrawal symptoms, light headedness, cold/hot, sweating, and sick to his stomach. He noted feeling better as he has contacted hcp and received clearance for percocet twice a day at 5 mg. This did not address pain but addresses withdrawal. If additional information becomes available a report will be provided.

Event description:
It was reported that patient experienced withdrawal following missed refills and empty pump reservoir. The patient mentioned that on multiple occasions, the doctor let the pump run dry due to miscalculation of the refill dates. The patient's healthcare provider (hcp) reported one occasion that occurred on (B)(6) 2012 and the patient had been due for a refill on (B)(6) 2012. The patient was at the clinic on (B)(6) to have the pump refilled. At this time, the patient had experienced "flu like" symptoms including a "bad taste" in his mouth and the hcp was determining how to manage the pump. The patient stated that he was not getting any pain relief and "they kept turning it up and turning it up and turning it up. They turned it up so much that it ran out". The patient stated that he then went into delirium tremens (dts) and withdrawal. The patient stated that after the hcp turned the pump up, they said "it's not going in the right spot". No wonder you "are not getting any pain relief". The patient stated that he had been telling the hcp this for seven months. The patient had currently been taking percocet for pain relief. The hcp performed a catheter dye study and concluded that the catheter had a blockage. The patient stated that despite the blockage, the pump was still dispensing medication and he was due for a refill on (B)(6). The patient did not know where the fluid might have been going. The hcp called the patient on (B)(6) and asked the patient to come in the following day for a catheter revision. The catheter was replaced on (B)(6). Due to disagreement with the doctor the patient believed that the doctor did not turn the pump on after the catheter replacement. The patient was seeking a new physician. The device system was used to deliver morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Supplemental submitted to report new information that was omitted on previous report #3004209178-2012-10870 supplement #1 as part of remediation plan (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).